Event description:
Operative report states since pt's reconstruction, she has had multiple problems with capsular contractures and at some point in this long past history had a ruptured implant on the left side.